Event description:
A us distributor returned a monitor and reported monitor was displaying a service code and experiencing check therapy pad messages.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code and check therapy pad messages) has been confirmed. Upon investigation the monitor displayed a service code and was unable to complete functional testing. The cause for the failure was thermally damaged components on the computer/analog board. The root cause for the damaged components could not be positively identified. There was no adverse event that resulted from the damaged monitor.